Event description:
A .018 inch guide wire broke while being removed from patient at completion of nephrostomy tube insertion. The wire was only within soft tissues of collecting system and renal parenchyma and was not retracted through a sheath or needle.